Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic pulmonary segmentectomy, during stapling of fibrosis area with black load and after the closing and beginning of the firing, there was a crack with loss of the capacity of the stapler. The device was replaced with another lot to complete the case. There was no patient injury.

Event description:
According to the reporter, during laparoscopic pulmonary segmentectomy, during stapling of fibrosis area with black load and after the closing and beginning of the firing, there was a crack with loss of the capacity of the stapler. The clipping mechanism was breaking. The device was replaced with another lot to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.